Manufacturer narrative:
The ventilator was investigated on-site. It was reported that the ventilator failed internal leakage test during pre-use check. The air gas module and dc/dc & standard connectors printed circuit board pcb were found defective and need to be replaced. The conclusion was that the internal leakage test failure was due to damaged air gas module. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).